Event description:
Same case as: 2134265-2014-04473 and 2134265-2014-04474. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous middle of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with an ilab ultrasound imaging system. Manual pullback was performed with good image. Automatic pullback was attempted but the catheter never started. Upon reconnection of the catheter, image was no longer noted. The procedure was then completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, a kink was observed in the imaging window assembly at 96.8 cm from femoral marker to the distal end. One hub wing was bent when the device was received. The telescope assembly was not able to properly pull back, advance, or retract. No damages were found on the hub flaps. A good click sound was heard during insertion into the mdu system. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2014-04473 and 2134265-2014-04474. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous middle of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with an ilab ultrasound imaging system. Manual pullback was performed with good image. Automatic pullback was attempted but the catheter never started. Upon reconnection of the catheter, image was no longer noted. The procedure was then completed with a different device. No patient complications were reported and the patient's condition is good.